Manufacturer narrative:
Section b3: date of event has been entered as 01jan2022 as patients were implanted between 2015 and 2022. Section d4: model number and catalog number corrected. Section g2: report source corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure), bleeding, stroke, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article, "driveline infection in patients with left ventricular assist devices implanted as destination therapy" that one of the most common complications following implantation with the left ventricular assist device (lvad) was driveline infections (dlis). 120 patients implanted between 2015 and 2022 with the heartware (47 patients) and heartmate 3 (73 patients) lvads were examined for this study. More than half of the patients (n=52; 58%) experienced a driveline infection. There were 25 patients that died during the follow-up observation period (39%): 5 due to sepsis after diagnosis of a bloodstream infection, and 10 due to multisystem organ failure connected with an infection. In all cases, the patients with driveline infections were admitted to the hospital and treated with targeted antibiotics and advanced wound cleaning. There were a few cases that required extensive wound debridement. The median stay in the intensive care unit was 6 days and the median time of extubation after the procedure was 24 hours. The causes of death in the cohort were due to cerebrovascular events (n=14; 40%) and right heart failure (n=5; 14%).

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiovascular surgery and transplantology, jagiellonian university, medical college, john paul ii hospital, cracow, poland. Wasilewski, g., wisniowska-smialek, s., górkiewicz-kot, I., milaniak, I., kaleta, m., hymczak, h., wasilewska, a., & wierzbicki, k. (2024). Driveline infection in patients with left ventricular assist devices implanted as destination therapy. Transplantation proceedings, 56(4), 860¿863. Https://doi.org/10.1016/j.transproceed.2024.03.029. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.